Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to an observed lead fracture. Another ra lead was successfully implanted. The explanted lead is being held by the hospital pharmacy per internal policy and will be collected and sent for return as soon as available. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to an observed lead fracture. Another ra lead was successfully implanted. The explanted lead is being held by the hospital pharmacy per internal policy and will be collected and sent for return as soon as available. No adverse patient effects were reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed and an updated report will be issued.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to an observed lead fracture. Another ra lead was successfully implanted. The explanted lead is being held by the hospital pharmacy per internal policy and will be collected and sent for return as soon as available. No adverse patient effects were reported. Additional information: this lead was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to confirm the reported clinical observation of a lead fracture, and detailed analysis did not reveal any abnormalities.